Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) helix/lobe distorted/bent. Blood in/on helix mechanism. Full lead returned and analyzed.

Event description:
It was reported that during lead implant attempt that the lead got stuck after multiple attempts to find a favorable position. The helix seemed to be retracted under fluoroscopy. The lead was removed and not implanted. The physicians visual inspection of the lead found that the helix was bent and commented that the helix may have "gotten stuck in tendinous cords". No patient complications were reported as a result of this event.